Event description:
It was reported that during patient use, both audible and visual alarms were activated on the ventilator. The alarm could not be silenced. It was noticed by the hospital staff that a pressure sensor error was recorded in the device history log. The patient was manually ventilated while the ventilator was evaluated and then he was transferred to a second ventilator.